Manufacturer narrative:
Explant analysis showed silicone debris in the posterior valve channel, affecting seal of the valve and causing a leak. Update/correction to sections b3, b4, d3, d4, d9, g6, h2 and h10.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Explant analysis showed silicone debris in the posterior valve channel, affecting the seal of the valve and causing a leak.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Explant analysis showed silicone debris in the posterior valve channel, affecting the seal of the valve and causing a leak.

Event description:
Deflation resulting in explantation.